Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reports rupture. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reports rupture. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell, missing shell and patch (50-75%), underweight and red particles in the shell. A visual and microscopic analysis was performed which identified a sharp broken on posterior, wear abrasion, creases fold and a dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician additionally reported "deformation" and "wrinkles".